Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed to follow up with the non boston scientific company and troubleshoot for possible rv lead issue. The device remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and returned. No additional information is known at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed to follow up with the non boston scientific company and troubleshoot for possible rv lead issue. The device remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and returned. No additional information is known at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed to follow up with the non boston scientific company and troubleshoot for possible rv lead issue. The device remains in service. No adverse patient effects were reported.